Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-feb-2024, it was reported that patient faced infusion set fell off during use event. The infusion set had been used for 1-2 days. The blod glucose level was 200-300 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.